Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found both keyboard hinges and latch tabs on the power cord bay were broken. Both upper hinges were damaged (cracked) and the system fan was noisy. (B)(4).

Event description:
It was reported there was interference on the EKG (electrocardiogram) channels. The programmer was returned for repair. No patient complications have been reported as a result of this event.